Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr in block d6a implant date.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, device longevity calculations decrease to 1.5 years in a span of 6 months. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, device longevity calculations decrease to 1.5 years in a span of 6 months. This device remains in service. No adverse patient effects were reported.